Event description:
Other relevant history: allergies: list any other important information about the person: (B)(6) 2024 (B)(6) hospital (B)(6) divison urologist & surgeon dr. (B)(6) m.d. Implanted in me the medtronics interstim x spinal cord stimulator model # 97800, serial # (B)(6). I discovered in (B)(6) 2025 the device was FDA recalled (B)(6) 2022. I also discovered over (B)(4) other adverse events reported in 2025 alone. Shocks, burns, infections, patients becoming parylized and deaths. I asked my surgeon "did he know the device was recalled in (B)(6) 2022. He replied to me verbally and in writing he "knew" the device was recalled but still put it in me. I suffered for over a year shocks, burns, and severe pain in my lower back and buttocks. I also have numbness in my back and buttocks. I learned the FDA was fined by the federal d.o.j. $28 million dollars for allowing this device to be marketed. The doctor violated pa. Informed consent (title 40 pa. § 1303.504) the physician's duty to inform of warnings, risks, complications and any adverse events or recalls. He said nothing to me. The device was removed at (B)(6) hospital, (B)(6). On (B)(6) 2026. I asked the doctor to save the device for me or have it stored in the hospital, but he instructed the o.r. Staff to trash it. This is neglegence and malpractice. Why has the FDA not done more? The FDA has an obligation to have physicians inform patient's of this defective product and forbid its use.